Manufacturer narrative:
The customer contacted the siemens customer call center (ccc) to report that a discordant falsely low creatinine (cre2) patient sample test result was obtained on a dimension vista 1500 system. Operator resolved the issue by repeating the sample. Siemens headquarter support center (hsc) reviewed the available information and concluded that water carry-in from the aliquot probe may have diluted the sample aliquot causing the low result or poor sample quality contributed to the low test result. The cause of the discordant falsely low cre2 is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant falsely low creatinine (cre2) patient sample test result was obtained on a dimension vista 1500 system. The same sample was repeated on the same dimension vista 1500 system and on an alternate dimension vista 1500 system giving a higher result that matched each other. A corrected patient report with the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low creatinine result.